Event description:
Nurse reported that while attempting to insert the fms into a pt by one of the staff nurses, they experienced inflation difficulties resulting in the balloon providing no more than 5ml inflation capacity. It is reported that the balloon was deflated and another attempt was made resulting in no success to inflate the balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the nurse chose another kit and was successful with the insertion procedure causing no harm to the pt. Lastly, it is reported that (B)(4), territory manager whose phone number is (B)(4), visited the facility and re inserviced the staff. Convatec will continue to track and monitor such complaint according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. Lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. (B)(4).